Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer(person): postal code: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery(rirs) for stone removal the sheath of an ncircle tipless stone extractor broke. The user confirmed that the device basket opened and closed properly prior to the procedure. However, during the procedure, while retrieving the fifth stone, it was discovered that the support sheath and strain relief were separated. Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a and annex g). Event summary: as reported, during a retrograde intrarenal surgery (rirs) for stone removal the sheath of an ncircle tipless stone extractor broke. The user confirmed that the device basket opened and closed properly prior to the procedure. However, during the procedure, while retrieving the fifth stone, it was discovered that the support sheath and strain relief were separated. Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as, a visual inspection of the device were conducted. The complaint device was returned to cook in an open package for investigation. The support sheath was broken. The support sheath shows a mating fracture. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found one other complaint for the same failure mode reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the available information, cook has concluded the cause for the issue could not be established. The returned device was found to have the yellow support sheath separated near the handle. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.